Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the au480 clinical chemistry analyzer over the phone. The customer indicated that quality control values were reading high after preventative maintenance (pm), cts advised the customer to replace the sodium electrode. The probable cause of failure was identified as faulty sodium electrode. The customer replaced the sodium, potassium and chloride electrodes which resolved the issue. No further issues were noted. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported false high sodium patient results on their au480 chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.